Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur which states under possible adverse effects: material sensitivity reactions and intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00195 and 00198).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6), 2009. A subsequent revision procedure was performed (B)(6), 2012 due to pain and metallosis.